Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had valve implanted at a final depth of 5mm and there was no calcification extending beneath aortic annular plane in the interventricular septum. The patient had previous conduction disturbances is right bundle branch block. Based of the information reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen to for implant during a transcatheter aortic valve implantation (tavi) using a large flexnav delivery system. There was no calcification extending beneath the native aortic annular plane in the interventricular septum. A temporary pacing wire was inserted in the left ventricle (lv) at the beginning of the procedure. Heart block occurred during valve deployment. The navitor valve was successfully implanted at the final implant depth of 5mm. The heart block was managed by the temporary pacing wire in the lv. The patient was not hemodynamically stable throughout the procedure. There was no clinically significant delay. On the same day the patient also required a permanent pacemaker implant procedure to manage arrhythmia. The patient was reported as stable.